Event description:
The customer reported that the defibrillator "cannot open". Philips will consider that the device could not turn on. There was no reported patient involvement. The customer reported they have a dfm100 failure. The efficia dfm defibrillator model 866199, is substantially similar to the heartstart xl+ (model #861290) and will be reported in the united states under device model# 861290.